Manufacturer narrative:
Date of event updated from (B)(6) 2021. Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the server results log for the questioned run was reviewed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the run controls (alinity m sars-cov-2 negative ctrl and positive ctrl). Patient sample ids (B)(6) were positive for sars-cov-2 but displayed an internal control flag. The internal control was out of range for these samples. A patient sample with positive amplification of target but failed internal control will produce valid result with a flag for internal control failure. As a result, these samples were flagged by the instrument to notify the technician that the sample requires further review. Patient sample ID (B)(6) was called positive for sars-cov-2 and the internal control was within range. Review of the amplification curves does show some unusual curves. However, 4 of the 5 samples were flagged as the internal control failed for those samples. The assay software is performing as expected. There is no indication that the abbott alinity m sars-cov-2 amp kit (list 09n78-90) lot 514359 is performing outside of established design performance specifications. Device history record / batch record review: the device history records (DHR) review for abbott alinity m sars-cov-2 amp kit (list 09n78-90) lot 514359 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 514359. CAPA / non-conformance review: the CAPA review was performed to identify any records that were potentially related to the reported complaint for abbott alinity m sars-cov-2 amp kit (list 09n78-90) lot 514359 and its components and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the lot specific complaint history review for abbott alinity m sars-cov-2 amp kit (list 09n78-90) lot 514359 identified two additional complaints related to the reported issue for the abbott alinity m sars-cov-2 amplification kit (list 09n78-90) lot 514359. One ticket was independently investigated and did not identify a product deficiency. The other ticket currently elevated for investigation. Based on the results of the investigation elements, a product deficiency for the abbott alinity m sars-cov-2 amp kit (list 09n78-90) lot 514359 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be performed. Lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported they generated 5 false positive results when running the alinity m sars-cov-2 assay. Customer states they ran the samples on the alinity m instrument ((B)(4)) and which generated positive results, but the amplification curve looked unusual. The sample were obtained by nasopharyngeal and oropharyngeal swabs, in quick transport media collection which is non-abbott sample collection system. The customer had been advised to perform a thorough contamination check of the alinity m instrument, clean the instrument as per latest alinity m service manual, and then run the assay controls. The samples which were initially positive on alinity m (B)(4) resulted in negative on a repeat run on alinity m (B)(4). The customer also communicated that the initial positive result for one of the samples was communicated to the patient. However, after receiving the confirmed negative results, the patient report was updated and patient was notified. The initial false positive result did not have any implication on patient management. All other results identified as false positive were not reported outside of the lab. There was no impact to the patients as the results were not reported outside of the lab. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.